Manufacturer narrative:
Device was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test or verify audio alarm due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were really hard to press. The insulin pump had intermittently keypad anomaly even after putting the new battery. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated that when they were pressing a button in the keypad the display did not light up on the first attempt. The customer also reported that the insulin pump did not vibrate for low reservoir notifications. The self test passed for the vibrate anomaly. Customer stated the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.